Manufacturer narrative:
Initial and final MDR 2042897 - MDR 3003442380-2024-31699 - device 1 of 3.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that, the patient experienced 3 infusion sets cannula were kinked on (B)(6) 2024, within 3 or more hours after insertion. The site of insertion was abdomen. This issue led to an increase in blood glucose level of 503 mg/dl and treated with correction injection via multiple daily injection. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.